Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a blank display after replacing their battery. The customer's blood glucose was 600 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer had high blood glucose because they did not receive any insulin to their body. The customer also reported a low battery alarm. Customer also reported that there was no physical damage to their battery compartment. The customer was advised to revert to a back-up plan while a replacement battery cap was being sent. No additional information provided.